Manufacturer narrative:
The pad device was installed on (B)(6) 2012 with the device failing auto self test due to an error with the configuration. This fault occurred a further six times up until (B)(6) 2012. The pad device was dispatched set to (B)(6) but the language was changed to (B)(6) on (B)(6) 2012. The problem with the device was due to the failure to correctly change the language selection option. The device failed due to an error with the configuration memory check. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was illuminated or flashing and the device was emitting the "device service required" warning prompt. A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.